Event description:
It was reported that during service conducted at the manufacturer a bur piece was found inside the motor. This event did not occur during a surgical procedure; no delay or adverse consequences were reported.

Manufacturer narrative:
D4: UDI is unknown as the part/ lot number was not reported. H6: the quality investigation is complete.